Event description:
Customer's device is noty coded correctly. At 3pm customer received a "hi" glucose reading. Based on reading, customer dosed with insulin. At approx. 4:30pm, customer went into diabetic shock. Customer's spouse called paramedics. Paramedic blood glucose reading = 27mg/dl. Customer was administered pain medication at doctor's office. No controls were in use. A request was made for thr return of the suspect device and replacement product was sent.